Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered hernaturia, painful staph infection, dyspareunia, tampon usage, erosion, perforated bladder, and emotional distress. No further info has been provided.